Event description:
It was reported the patient received a jolt when she turned on her device. Additional information has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
The patient programmer was returned for analysis. Device analysis found no anomaly. The complaint was unverified. The device tested to specifications.